Event description:
It was reported that during the scheduled ICD change oversensing on the rv lead was noted. It was capped and a new lead was implanted. The new lead showed values of poor sensing after connecting to the new device during the implantation. Another ICD was implanted.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status bos and three charging cycles were recorded to the devices memory. The memory content of the device was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Additionally, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected, revealing no anomalies. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
It was reported that during the scheduled ICD change oversensing on the rv lead was noted. It was capped and a new lead was implanted. The new lead showed values of poor sensing after connecting to the new device during the implantation. Another ICD was implanted.

Manufacturer narrative:
Combination product: yes.